Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred in between cardiac cases. The user was able to complete the case using a mobile c-arm and the cath lab table. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc would not boot up. A review of the system logfile confirmed the malfunctioning of the flexvision pc. Upon functional testing, the fse confirmed that the flexvision pc was not powering on. The defective flexvision pc was returned for analysis, and it confirmed that the power supply was nonfunctional. To resolve the issue, the fse replaced the flexvision pc and install the software. After replacement and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc would not boot up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.